Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no auditory perception with the device unless pressure is applied and the position of the audio processor (ap) is changed.

Event description:
The user had no auditory perception with the device unless pressure was applied and the position of the audio processor (ap) was changed. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced no access to sound with the device unless pressure was applied and the position of the audio processor was changed and no trauma or impact to the device was reported. When the user was able to detect sound from the device the values were within the indication criteria for the device. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.